Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was 200cc's. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
The device is undergoing an eval but has not yet been completed. A supplemental report will be filed upon completion of the investigation.